Event description:
During a meniscal repair the fast-fix 360 curved ndl delivery sys t2 predeployed and misfired. May have been doctor error but indicated the t2 came out too early. Device was discarded at the facility.

Manufacturer narrative:
No product returned for evaluation. Evaluation, method: other, no product returned for evaluation. Conclusion: no product returned for evaluation. The fast-fix 360 curved ndl delivery sys product that was reported to have malfunctioned during a procedure was not returned for evaluation. If the product is received in the future the complaint can be reopened and evaluated. Smith & nephew will continue to monitor for future occurences of this reported complaint condition. Root cause could not be determined with any confidence. . (B)(4).